Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, display anomaly and key pad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a diminished battery life, buttons had to be pressed more than once often, once pressed sometimes the numbers skip from 1 to 20, scratches on pump and also had rainbow effect on screen. It was reported that they had unexplained no delivery alarms and low battery alarms will vary and battery life goes from 1 bar to 2 and 2 bars to 3 sometimes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss, low battery alert and missing segments or partial display anomaly due to buttons not responding. Device received with minor scratched lcd window and cracked case display window corner. No discoloration anomaly on lcd noted. (B)(4)